Manufacturer narrative:
A review of the device history record (DHR) associated with lot f2019203 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) came out of the patient¿s skin. The entire sealant was out of the puncture site after removal. There was no reported patient injury. The device was prepped according to the IFU. The mynx vcd was used in an interventional peripheral procedure with a retrograde approach. The physician had achieved mynx certification. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial (mynxgrip). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The patient¿s recovered after the mynx event. Hemostasis was achieved through manual compression. Manual compression was provided for greater than 30 minutes. Additional procedural details were requested but are unknown. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g6, h1, h2, h3 and h6 complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) came out of the patient¿s skin. The entire sealant was out of the puncture site after removal. There was no reported patient injury. The device was prepped according to the IFU. The mynx vcd was used in an interventional peripheral procedure with a retrograde approach. The physician had achieved mynx certification. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial (mynxgrip). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The patient recovered after the mynx event. Hemostasis was achieved through manual compression. Manual compression was provided for greater than 30 minutes. Additional procedural details were requested but are unknown. The product was returned for analysis. A 6f/7f non-sterile mynxgrip vascular closure device was returned for investigation. Per visual analysis, the sealant sleeve was displaced 150mm from the proximal end of the shuttle tube, the shuttle was retracted to the handle, and the syringe was attached to the device with stopcock open. The advancer tube, procedural sheath, and the sealant were not returned for analysis. The device was exposed to blood and returned in the condition of complete removal. Per functional analysis, since the advancer tube and sealant were deployed, no functional tests could be performed. Per microscopic analysis, the shuttle tube was cut to inspect the tamp locks for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages or anomalies were observed. Per dimensional analysis, the distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f2019203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment- unable¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural/handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, instructs user to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place during catheter removal, could dislodge the sealant from the vessel wall. Neither the phr review nor the product analysis indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.